Manufacturer narrative:
This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and two gore® dryseal flex introducer sheaths. Due to manipulation of the sheaths, the physician suspected intraoperative thrombus obstruction of the left internal iliac artery. The trunk-ipsilateral leg was inserted from the left side of the patient, and occlusion of the left internal iliac artery by angiography was confirmed before the deployment of the the ipsilateral leg. The vessel occlusion was decided to be monitored. Intimal injuries were observed at the bilateral access sites. Endarterectomy was performed to repair and the procedure was completed. It was reported that calcification of the femoral arteries were remarkable.

Manufacturer narrative:
H10/11: corrected data. H6 - health effect impact code, investigation findings, investigation conclusions.

Manufacturer narrative:
G1: manufacturing site name and address updated from "(B)(6)" to "(B)(6)".